Event description:
During the treatment of an aneurysm at the ica the coil had to be removed. During pull back the coil got lost inside the px400str, it was detached by unknown reason. The px400 was safely pulled out of the guide catheter inclusive the detached coil. The treatment could be finished without any negative affect for the patient. Before the coil was removed it was several times replaced, reportedly without resistance felt.

Manufacturer narrative:
Results: the pusher assembly still has the pet lock in tact at the proximal end. This pusher assembly also has the constraint ball inside the distal detachment tip (ddt). These observations are consistent with n undetached coil. Approximately (2.2 cm) of sr-wire attached is protruding from the proximal constraint ball. The sr wire is broken. Conclusion: the complaint has been evaluated and confirmed. The description states that during retrieval of the coil, the coil detached inside the px400 catheter. The complaint also states that the coil was removed and replaced several times before detaching. After investigating the returned product, it appears that during removal and replacement of the coil during the case, the tensile strength of the sr wire material was exceeded causing the wire to break and the coil to detach. The physician stated that no resistance was felt during manipulation of the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.